Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the patient was experiencing a loss of stimulation; they weren't getting stimulation to the left side of their body and the stimulation on the right side of their body hadn't been working either. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the loss of stimulation remains unknown. Concomitant medical products: product ID: 3777-60, serial#: (B)(4), product type: lead. Product ID: 3777-60, serial#: (B)(4), product type: lead. Product ID: 3777-60, serial/lot #: (B)(4), ubd: 09-dec-2014, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 09-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a loss of stimulation. The patient reported that it felt like they weren't getting stimulation to the left side of their body. It is unknown when the issue of not getting stimulation to the left side started. The patient also reported that they were in severe pain and the stimulation on their right said hadn't been working since a couple of months prior to the date of this report. The patient stated that both of their si joints were severely diseased as well. It is also unknown when that issue started. It was further noted that the patient had an appointment with their healthcare provider (hcp) scheduled for (B)(6) 2016. The patient wanted a manufacturer representative present at the appointment as well for an adjustment. Additional information provided on (B)(6) 2016 reported that the patient couldn't recall any circumstances that led to the loss of stimulation sensation. The patient stated that they just noticed that it didn't seem to be working on the right side. The patient contacted their hcp and a manufacturer representative in order to resolve the issue. Indication for use is multiple back operations. Additional information was received from the patient. It was reported that a few years ago patient had an unrelated back surgery. Patient reported that the left side stim was not working or did not seem to be. A few years later, the figured out that the hcp accidently cut the lead on eh left side during that back surgery and that was why they were not feeling stim on that side. Patient stated that the device interfered with her ability to have MRI procedures so she was considering having it removed.

Event description:
Additional information was received from the patient and it was reported that the ins was removed and the patient was inquiring about what to do with the external equipment. The information was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.